Event description:
The customer reported approximately two hundred fifty (250) milliliters of clear fluid leaked onto the counter involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer stated patient results and controls were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted clear fluid leaked. The fse performed prime diluent function and discovered pinch valve pv43 leaked. The fse re-tubed pv43 and replaced the handheld scanner to resolve the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).